Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient's mother reported that only recently, she noted that the patient developed red irritated skin that felt "mushy" under the tape collar of the wafer. She cleansed her skin with unisolve adhesive remover wipes and after washing the skin, allkare protective barrier wipes were applied. Reportedly, she called a physician, who prescribed an antibiotic for cellulitis, which was caused by the convatec product. It was unknown whether it was a video conference or if the doctor was basing his diagnosis from her description of symptoms. Thereafter, the patient began taking the prescribed unknown antibiotic and used two other convatec products on alternate basis. Her peristomal skin began to heal and returned to normal when she ran out of the alternative product. So, she had to place the same previous product (sur-fit natura skin barrier) back on and within a day, the skin turned red again under the tape collar and the rash came back. No photo is available at this time.